Event description:
Mentor saline implants. Now has deflated left implant and rippling of right implant. Pt underwent removal of bilateral saline implants. Left deflated, right removed intact. Replaced mentor saline implants.